Event description:
The customer indicated that the ortho provue analyzer resulted a group b sample as group a. The sample was tested on two other provue analyzers and results were b positive. The sample was manually typed as group b positive. No erroneous results were reported. A false positive result may lead to misclassification of a pt's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
An ocd field engineer (fe) contacted the customer regarding the issue. The customer indicated that they repeated all of the abo rh samples from the provue in question on other analyzers, and all results correlated. Qc was acceptable on the analyzer in question. The customer tested 15 samples that were previously tested on alternate analyzers on the provue in questions. All results correlated. The customer is satisfied with performance of the analyzer and has approved it for use for pt testing. Instrument is operating as expected. No repairs were needed. Ocd customer technical services f/u with fe. The fe indicated the customer's confidence that the reported concern may have been a result of tech error not loading the appropriate sample onto the system. Ocd product vigilance reviewed the sample by batch listing results submitted by the customer. The customer's complaint was verified. This customer has not logged any similar complaints against this analyzer since the incident. Incident is isolated. (B) (4)